Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during a bile duct biopsy procedure performed on (B)(6) 2018. According to the complainant, the bile duct biopsy was performed a total of nine times using the spyscope ds. During the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded during the fifth biopsy. There were no reported issues with the accessory device and no part of the spyscope ds detached. The procedure was still completed with this device. There were no patient complications reported as a result of this event.